Manufacturer narrative:
The affected product is currently in transit to the manufacturing site.

Event description:
As per a manufacturer incident report we received from the factory in (B)(6): the patient underwent a pelviscopy during which the instrument was used. After completion of the operation, it was discovered that a hard metal insert of the needle holder was missing. The patient then underwent an x-ray examination, whereupon a fragment could be located. Another laparoscopic surgery was performed to retrieve the fragment. However, due to the unfavorable position of the fragment in the abdominal cavity, it could not be recovered and remained in the patient's body. (MFR's. Internal complaint (B)(4).)

Manufacturer narrative:
The affected (B)(6) macro needle holder was received and investigated. Upon investigation of the instrument, it could be confirmed that the hard metal plate of the movable jaw-part is missing; it has come off from this part. In addition, there are deformations visible on the edge of the jaw-parts. Visual inspection also indicates that sufficient flux/solder was used in the production when the hard metal plate was fixed to the movable jaw-part, because the contact area on the jaw-part shows a coating of filler on the entire surface. Based on these observations (deformations, sufficient flux/solder), it can be assumed that the most probable root cause for the hard metal plate to come off was a mechanical overload by too much force application on the jaw.

Event description:
Further description from the user report received on 06. April 2022: "on (B)(6) 2022 colporrhaphia anterior, laparoscopy and colposacropexy with y-mesh by dr. (B)(6). Immediately postop, ota k. L. Noticed the missing hard metal on the movable retractor of the needle holder. In the x-ray abdomen of (B)(6) 2022 a metallic correlate was visible intra-abdominally. On (B)(6) 2022 re-laparoscopy with closure of a trocar hernia on the left side by dr. (B)(6) and frustrated search for branch platelets by ca dr. (B)(6) in the intra-op. X-ray (c-arm) the platelet is always visualised; however, it cannot be removed, it lies a.e. Peritoneally, close to the spinal column; postop. Monitoring in intensive care with hb drop. The patient has been informed of the facts and would like to wait and see how things progress.